Event description:
The event was noticed by the rn. Neosynephrine was infusing at 3.6 ml/hr. The nurse hung a new bag at about 11:00 am; a short time later, around 12 pm, the nurse noted that the patient's blood pressure was excessively high and found that 200 cc had infused. The new bag had been hanging about one hour.